Event description:
It was reported that a patient experienced withdrawal and remained hospitalized. There had been a catheter issue and the patient did not get their medicine. A pump motor stall was also reported. The motor stall was confirmed via the attention dialogue box and event logs, with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI or other medical procedure. Per the reporter, the patient had an MRI that week and had not had the pump interrogated after the MRI. The treatment plan was for the patient's pump to be re-interrogated. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8709, lot # l81058, implanted (B)(6) 2000, explanted unk.

Event description:
It was confirmed that the motor stall occurred during an MRI prior to the hospitalization. When the pump was first interrogated the alarm was not sounding. The pump was then re-interrogated and the motor stall recovered. It was approximately 1 week between motor stall occurring and recovery. There was a suspected leak on the spinal segment of the catheter. The patient's pain returned. The entire segment was replaced. The medication being administered via the pump was morphine.

Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# l81058, implanted: (B)(6) 2000, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. It was reported that in 2011 the catheter ruptured. The patient was in the hospital 4 months with it. The pump was used to infuse morphine.

Event description:
Additional information was received from a consumer and it was reported that the patient had started having symptoms in about (B)(6) 2011. She could hardly get up to go to work between the severe pain and the symptoms of too much morphine or no morphine at all. That continued until (B)(6) 2011 until finally someone listened to her that something was wrong with her pump. She was admitted to the hospital on (B)(6)-2011 to try to fix the catheter. This lasted until (B)(6)-2011; the patient was in and out of the hospital and the patient thought it took 5 surgeries to get the catheter fixed.